Event description:
Event was reported to (B)(4) by an atty. Legal complaint states that experienced severe complications related to the implant, including, but not limited to; extreme pain, discomfort, erosion, dyspareunia, and underwent corrective surgery to remove all or part of the pelvic mesh. No further info has been provided.